Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that IV tubing set was leaking, it was discovered after spiking the bag.